Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hardware removal procedure on unknown date, while removing 7.3 cannulated screw, tip of screw driver broke off into two pieces. The fragments were retrieved easily. Delay in the procedure is unknown. Procedure was completed successfully. Patient was reported as stable. Original implant date was unknown and reason for removal was unknown. It is unknown if the hardware being removed was synthes or non synthes device. Concomitant devices reported: 7.3 cannulated screw (part # unknown, lot # unknown, quantity ¿ 1). This is report 1 of 1 for (B)(4).